Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a vistec sponge. The customer reports that the gauze leaves behind small linting particles inside the pt's incision. There was no injury reported. The procedure was an augmentation and it is unk what type of augmentation procedure was performed.